Manufacturer narrative:
(B)(4).the complaint mr290v vented autofeed humidification chambers are en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint devices and have completed our investigation.

Event description:
A hospital in (B)(6) reported via a distributor that water leaked at the spikes of two mr290v vented autofeed humidification chambers. This was observed prior to patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v chambers were not returned to fph (B)(4) for inspection. Our analysis is accordingly based on the event description and results of previous investigations on similar complaints. Results: the hospital reported that water leaked at the spike of an mr290v chamber. A lot check revealed (B)(4) other complaints of this nature for lot number 100216. Conclusion: all chambers are pressure tested before leaving the production line and any holes or leaks in the feedset are identified during this process. Based on the results of previous investigations on similar complaints, the reported leak from the spike of an mr290v chamber is most likely due to an insufficient amount of glue that had been applied between the water feedset tube and spike. Our user instructions which accompany the mr290 state the following warnings: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." The waterfeed tubing is attached to the spike by an (B)(4). (B)(4).

Event description:
A hospital in (B)(6) reported via a distributor that water leaked at the spikes of two mr290v vented autofeed humidification chambers. This was observed prior to patient use. No patient consequence was reported.